Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot#: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultraeasy meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. The patient replaced the meter¿s battery to no avail. The patient managed her diabetes with novorapid insulin, levemir insulin and the oral diabetes medication metformin. The patient did not have a backup meter to use during this time period. On (B)(6) 2013, at 3:00 pm, the patient experienced the symptoms of weakness, feeling faint, shaking and sweating. The patient administered self-treatment by consuming orange juice, and felt better afterwards. She did not seek any medical attention. Troubleshooting revealed this was not a new meter, and the battery did not need to be replaced. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter power issue occurred, and received treatment with food. Therefore this complaint is being reported.